Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during normothermia on 2nd day of therapy, the arctic sun device alerted 01 patient line open. Tried disconnecting and reconnecting. 1 of 4 pads was broken so only 3 pads connected. Water flow rate (wfr) was 0 l/m, but nurse stated that the highest water flow rate (wfr) was 1 l/m. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 37c. Had stop therapy, empty pads, disconnect and reconnect. Restarted therapy but water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 8.7c, outlet control temperature (t2) was 8.9c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 25 percentage, water reservoir level (wrl) was 4, system hours were 1425.6 and pump hours were 1322.4. Had stop therapy, drain and disconnect pads. Placed device in manual control with no pads at 30c. System diagnostics showed that the outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 11.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control and advised to swap out to a new set of pads. Call back with any additional questions, alerts or concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "misconnection of supply and return lines". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during normothermia on 2nd day of therapy, the arctic sun device alerted 01 patient line open. Tried disconnecting and reconnecting. 1 of 4 pads was broken so only 3 pads connected. Water flow rate (wfr) was 0 l/m, but nurse stated that the highest water flow rate (wfr) was 1 l/m. Patient temperature (pt) was 37.5c, targeted temperature (tt) was 37c. Had stop therapy, empty pads, disconnect and reconnect. Restarted therapy but water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 8.7c, outlet control temperature (t2) was 8.9c, inlet temperature (t3) was 19.6c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 25 percentage, water reservoir level (wrl) was 4, system hours were 1425.6 and pump hours were 1322.4. Had stop therapy, drain and disconnect pads. Placed device in manual control with no pads at 30c. System diagnostics showed that the outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.6c, inlet temperature (t3) was 11.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control and advised to swap out to a new set of pads. Call back with any additional questions, alerts or concerns.